Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, his vision is worse than before. Additional information provided by the consumer that he now sees glare when looking at bright light. He sees halos when driving at night. He has four different types of glasses he must wear for different tasks. He has one pair for reading, one pair for when using the computer, one pair for intermediate vision and a fourth pair for distance vision. He never had to wear glasses before. He is depressed and cannot function normally in his daily activities because of these issues. He is a photographer. There are two medical device reports associated with this patient. This report is for the left eye.